Event description:
A meter to lab comparison test was made with the rptr's meter reading 76 mg/dl and the lab result 111 mg/dl. Tests were done side by side. No symptoms were reported. On follow-up, the rptr stated that he had his meter/lab comparison test done during a routine doctor visit.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8